Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly on (B)(6) 2016. In addition, the pump history was noted to be missing and indicated a data log corruption following the reset. Customer reported blood glucose level was impacted the past few days due to this issue (400-500 mg/dl). Manual injections were delivered to address bg level. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.